Manufacturer narrative:
This follow-up report is intended to serve as the final supplemental report for this event. Additional information attempts: the manufacturer made reasonable attempts to request additional clinical information from the user facility. To date, no further information has been provided, and no additional data are currently available to support further assessment. Device evaluation: the device was discarded by the user facility and is not available for return. As a result, no physical or functional evaluation of the device can be performed. Manufacturer investigation: a reconfirmation of the device history record (DHR) for the reported lot (lap1674) identified no nonconformities or abnormalities. Trend analysis for the associated lot has been initiated, and no signal indicative of a device malfunction or manufacturing issue has been observed at this time. Medical assessment: the reported worsening edema requiring hospitalization occurred the day after the final treatment session. This clinical course is medically consistent with the patient's underlying condition (fsgs). No performance issues or device-related concerns were reported during treatment. In the absence of additional clinical information and due to the unavailability of the device for evaluation, a definitive root cause cannot be established. Based on the information currently available, there is no evidence to suggest that the event was caused by a device malfunction or performance issue. Conclusion: given the lack of additional obtainable information and the completion of available manufacturing investigations, this report is considered final. No remedial or corrective actions have been initiated. No further supplemental reports are anticipated unless new, significant information becomes available.

Event description:
In this case, a 3.7-year-old male fsgs-pas subject (B)(6) experienced worsening edema on the day after the last treatment with liposorber la-15-au (last treatment: (B)(6) 2025; event detected: december 4, 2025, 09:55). The event was assessed as moderate and required hospitalization with albumin administration, lasix, and one hemodialysis session. No device malfunction was reported, and the device was disposed of by the hospital and not returned. The site principal investigator assessed the event as not sade (not device-related); the rationale is currently under inquiry. The manufacturer conducted a DHR review (december 25, 2025) and found no nonconformities or abnormalities. This report is submitted as a pre-caution under 21 cfr 803 and does not constitute an admission of causality. *no changes have been made to the description of the event since the initial report.

Manufacturer narrative:
Initial report - manufacturer evaluation is ongoing. Event summary (based on information provided by the user facility): the patient experienced worsening edema following use of the suspect device. The patient was hospitalized and received albumin and diuretic (lasix); one session of hemodialysis was performed. Device availability / evaluation: the suspect device was discarded by the user facility and was not returned to the manufacturer; therefore, no empirical testing or physical evaluation of the actual device could be performed. Investigation performed to date: the manufacturer reviewed production records (DHR review) for the suspected lot(s); no anomalies, nonconformities, or manufacturing deviations were identified. In addition, the information provided by the user facility did not describe any specific device malfunction or performance issue during use. Trend analysis has not been performed at this time. Because the actual device was not available for evaluation, investigation findings and a definitive root cause conclusion are pending completion. Remedial actions: no remedial action (e.g., recall, repair, replacement, relabeling, notification, inspection, patient monitoring, or modification/adjustment) has been initiated at this time, and no correction/removal report under 21 cfr part 806 has been filed. Follow-up: a supplemental/follow-up report will be submitted if additional relevant information becomes available.

Event description:
In this case, a 3.7-year-old male fsgs-pas subject (B)(6) experienced worsening edema on the day after the last treatment with liposorber la-15-au (last treatment: (B)(6) 2025; event detected: (B)(6) 2025, 09:55). The event was assessed as moderate and required hospitalization with albumin administration, lasix, and one hemodialysis session. No device malfunction was reported, and the device was disposed of by the hospital and not returned. The site principal investigator assessed the event as not sade (not device-related); the rationale is currently under inquiry. The manufacturer conducted a DHR review (december 25, 2025) and found no nonconformities or abnormalities. This report is submitted as a precaution under 21 cfr 803 and does not constitute an admission of causality.